Event description:
This unsolicited case from (B)(6) was received on 15- may-2017 from a pediatric surgeon. This case concerns a (B)(6) old female patient who received treatment with seprafilm and after few hours of starting treatment experienced rhabdomyolysis, malignant hyperthermia and pyrexia and after unknown latency experienced hypersensitivity due to seprafilm. The medical history of the patient included down's syndrome with heart malformation, hirschsprung's disease and abdominal surgery. The concurrent condition before the surgery included atrioventricular septal defect and the medical devices used by the patient included drain and intravenous hyperalimentation (ivh) catheter. No past drugs or concomitant medications were reported. On (B)(6) 2017, laparoscopic radical operation for hirschsprung's disease was performed and 1 sheet of seprafilm was applied to the intraperitoneal area without using sepralap (route, form, frequency, dose and indication: not provided). After the surgery, at night the same day, the patient experienced hyperthermia, rhabdomyolysis and pyrexia. On an unknown date, after unknown latency, the patient experienced hypersensitivity due to seprafilm. The findings indicated of rhabdomyolysis gradually becoming intense. On postoperative day 2, the patient's condition took a sudden turn for the worse. The locational relationship between the sites of the events and the seprafilm application site was unknown. As of (B)(6) 2017, the patient had not recovered from the events. Further reported, the patient recovered without troubles, however, she would be transferred to another hospital for cardiac failure. Corrective treatment: not reported for all the events. Outcome: unknown for hypersensitivity due to seprafilm and not recovered for rest of the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Hyperthermia: reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Pyrexia: reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Rhabdomyolysis: reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Reporting pediatric surgeon's comment: although the event seemed to be malignant hyperthermia, there was a possibility that rhabdomyolysis was induced by hypersensitivity due to seprafilm. Cardiac failure, peripheral failure, down's syndrome, and contamination during the surgery were considered to be alternative explanations for the reported 3 events further reported, the timing of the onset of the malignant hyperthermia was around the time when seprafilm would gelate, therefore it was considered possible that the events were due to seprafilm. However, based on the course to date, the possibility of seprafilm was considered to be extremely low. The events were probably caused by the cardiac failure. The malignant hyperthermia also could be due to catheter infection or a reaction to anaesthesia procedure. It was reported that the continuation of the investigation was impossible as this case was probably caused by factors other than seprafilm and also because the investigation would be a very heavy burden for the reporting pediatric physician. Additional information was received on 17-may-2017 from the pediatric surgeon. Gender of the patient was added. Medical history of the patient was added. The events of pyrexia was added along with the details. Information of suspect product (dosage and treatment date) was added. Reporter comment was added. Onset date for the events of rhabdomyolysis and hyperthermia was added and the outcome for these two events was updated from unknown to not recovered. Seriousness criteria for the events of rhabdomyolysis and hyperthermia was updated from important medical event to medically significant. Clinical course was updated and text was amended accordingly. Additional information was received on 14-jun-2017 from the pediatric surgeon. The reporter's comment was updated. The outcome for all the events was updated to as recovered/ resolved. Text amended accordingly. Additional information was received on 19-jun-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-jun-2017: this case concerns a patient who received treatment with seprafilm after abdominal surgery and later had rhabdomyolysis, fever and malignant hyperthermia. The events occurred after seprafilm placement and hence, causal role of seprafilm cannot be denied based on significant temporal relationship. The reporting physician has assessed the events as possibly induced due to hypersensitivity to seprafilm. Furthermore, as per reporter cardiac failure, peripheral failure, down's syndrome, catheter infection or a reaction to anaesthesia procedure and contamination during surgery were considered as alternative explanations.

Event description:
This unsolicited case from (B)(6) was received on 15- may-2017 from a pediatric surgeon. This case concerns a (B)(6) female patient who received treatment with seprafilm and after few hours of starting treatment experienced rhabdomyolysis, malignant hyperthermia and pyrexia and after unknown latency experienced hypersensitivity due to seprafilm. The medical history of the patient included down's syndrome with heart malformation, hirschsprung's disease and abdominal surgery. The concurrent condition before the surgery included atrioventricular septal defect and the medical devices used by the patient included drain and intravenous hyperalimentation (ivh) catheter. No past drugs or concomitant medications were reported. On (B)(6) 2017, laparoscopic radical operation for hirschsprung's disease was performed and 1 sheet of seprafilm was applied to the intraperitoneal area without using sepralap (route, form, frequency, dose and indication: not provided). After the surgery, at night the same day, the patient experienced hyperthermia, rhabdomyolysis and pyrexia. On an unknown date, after unknown latency, the patient experienced hypersensitivity due to seprafilm. The findings indicated of rhabdomyolysis gradually becoming intense. On postoperative day 2, the patient's condition took a sudden turn for the worse. The locational relationship between the sites of the events and the seprafilm application site was unknown. As of (B)(6) 2017, the patient had not recovered from the events. Corrective treatment: not reported for all the events. Outcome: unknown for hypersensitivity due to seprafilm and not recovered for rest of the events. Hyperthermia, reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Pyrexia, reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Rhabdomyolysis, reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Reporting pediatric surgeon's comment: although the event seemed to be malignant hyperthermia, there was a possibility that rhabdomyolysis was induced by hypersensitivity due to seprafilm. Cardiac failure, peripheral failure, down's syndrome, and contamination during the surgery were considered to be alternative explanations for the reported 3 events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Additional information was received on 17-may-2017 from the pediatric surgeon. Gender of the patient was added. Medical history of the patient was added. The events of pyrexia was added along with the details. Information of suspect product (dosage and treatment date) was added. Reporter comment was added. Onset date for the events of rhabdomyolysis and hyperthermia was added and the outcome for these two events was updated from unknown to not recovered. Seriousness criteria for the events of rhabdomyolysis and hyperthermia was updated from important medical event to medically significant. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-may-2017: this case concerns a patient who was inserted treatment with seprafilm after abdominal surgery and later had rhabdomyolysis, fever and malignant hyperthermia. The events occurred after seprafilm placement and since significant temporal relationship can be established and the causal role of seprafilm cannot be denied. Also, reporting physician has assessed the events as possibly induced due to hypersensitivity to seprafilm, therefore assessed as related. Furthermore, as reporter cardiac failure, peripheral failure, down's syndrome and contamination during surgery were considered as alternative explanations.

Event description:
This unsolicited case from (B)(6) was received on 15- may-2017 from a pediatric surgeon. This case concerns a (B)(6) old patient with unspecified gender who received treatment with seprafilm and after unknown latency experienced rhabdomyolysis, malignant hyperthermia and hypersensitivity due to seprafilm. The medical history of the patient included down's syndrome with heart malformation, hirschsprung's disease and abdominal surgery. No concurrent condition, past drugs or concomitant medications were reported. On an unknown date, the patient underwent abdominal surgery, and seprafilm (route, form, frequency, dose and indication: not provided) was inserted at that time. After the surgery, on an unknown date and after unknown latency, the patient experienced malignant hyperthermia, rhabdomyolysis and hypersensitivity due to seprafilm.. The findings indicated of rhabdomyolysis gradually becoming intense. On postoperative day 2, the patient's condition took a sudden turn for the worse. Onset date and outcome of the event was not reported. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Hyperthermia: reporting pediatric surgeon's seriousness assessment: not reported. Reporting pediatric surgeon's causality assessment: not reported. Reporting pediatric surgeon's comment: although the event seemed to be malignant hyperthermia, there was a possibility that rhabdomyolysis was induced by hypersensitivity due to seprafilm. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 19-may-2017: this case concerns a patient who was inserted treatment with seprafilm after abdominal surgery and later had rhabdomyolysis and malignant hyperthermia. The events occurred after seprafilm placement; however temporal relationship cannot be established as events start dates are unknown. Also, reporting physician has assessed the events as possibly induced due to hypersensitivity to seprafilm, therefore, assessed as related. Moreover, lack of information regarding patient's medical history, concurrent conditions and concomitant medication makes the complete case assessment difficult.

Event description:
This unsolicited case from (B)(6) was received on 15- may-2017 from a pediatric surgeon. This case concerns a (B)(6) female patient who received treatment with seprafilm and after few hours of starting treatment experienced rhabdomyolysis, malignant hyperthermia and pyrexia and after unknown latency experienced hypersensitivity due to seprafilm. The medical history of the patient included down's syndrome with heart malformation, hirschsprung's disease and abdominal surgery. The concurrent condition before the surgery included atrioventricular septal defect and the medical devices used by the patient included drain and intravenous hyperalimentation (ivh) catheter. No past drugs or concomitant medications were reported. On (B)(6) 2017, laparoscopic radical operation for hirschsprung's disease was performed and 1 sheet of seprafilm was applied to the intraperitoneal area without using sepralap (route, form, frequency, dose and indication: not provided). After the surgery, at night the same day, the patient experienced hyperthermia, rhabdomyolysis and pyrexia. On an unknown date, after unknown latency, the patient experienced hypersensitivity due to seprafilm. The findings indicated of rhabdomyolysis gradually becoming intense. On postoperative day 2, the patient's condition took a sudden turn for the worse. The locational relationship between the sites of the events and the seprafilm application site was unknown. As of (B)(6) 2017, the patient had not recovered from the events. Further reported, the patient recovered without troubles, however, she would be transferred to another hospital for cardiac failure. Corrective treatment: not reported for all the events outcome: unknown for hypersensitivity due to seprafilm and not recovered for rest of the events. Hyperthermia: reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible pyrexia: reporting pediatric surgeon's seriousness assessment: serious (medically significant). Reporting pediatric surgeon's causality assessment: possible. Rhabdomyolysis: reporting pediatric surgeon's seriousness assessment: serious (medically significant) reporting pediatric surgeon's causality assessment: possible reporting pediatric surgeon's comment: although the event seemed to be malignant hyperthermia, there was a possibility that rhabdomyolysis was induced. By hypersensitivity due to seprafilm. Cardiac failure, peripheral failure, down's syndrome, and contamination during the surgery were considered to be alternative explanations for the reported 3 events. Further reported, the timing of the onset of the malignant hyperthermia was around the time when seprafilm would gelate, therefore it was considered possible that the events were due to seprafilm. However, based on the course to date, the possibility of seprafilm was considered to be extremely low. The events were probably caused by the cardiac failure. The malignant hyperthermia also could be due to catheter infection or a reaction to anaesthesia procedure. It was reported that the continuation of the investigation was impossible as this case was probably caused by factors other than seprafilm and also because the investigation would be a very heavy burden for the reporting pediatric physician. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same additional information was received on 17-may-2017 from the pediatric surgeon. Gender of the patient was added. Medical history of the patient was added. The events of pyrexia was added along with the details. Information of suspect product (dosage and treatment date) was added. Reporter comment was added. Onset date for the events of rhabdomyolysis and hyperthermia was added and the outcome for these two events was updated from unknown to not recovered. Seriousness criteria for the events of rhabdomyolysis and hyperthermia was updated from important medical event to medically significant. Clinical course was updated and text was amended accordingly. Additional information was received on 14-jun-2017 from the pediatric surgeon. The reporter's comment was updated. The outcome for all the events was updated to as recovered/ resolved. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-jun-2017: this case concerns a patient who received treatment with seprafilm after abdominal surgery and later had rhabdomyolysis, fever and malignant hyperthermia. The events occurred after seprafilm placement and hence, causal role of seprafilm cannot be denied based on significant temporal relationship. The reporting physician has assessed the events as possibly induced due to hypersensitivity to seprafilm. Furthermore, as per reporter cardiac failure, peripheral failure, down's syndrome, catheter infection or a reaction to anaesthesia procedure and contamination during surgery were considered as alternative explanations.